Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a venous anastomosis in the mildly tortuous and mildly calcified vessel in the left arm. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a pinhole leak in the shaft of the device approximately. The balloon was unable to be inflated due to the shaft leak. A visual examination observed no damage to the tip of the device. A leak test identified a shaft leak approximately 170mm proximal from the distal tip. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a venous anastomosis in the mildly tortuous and mildly calcified vessel in the left arm. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.